Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that customer received a compromised forced sensor alarm during priming. It was also reported that customer received a motor error alarm. Insulin pump was cracked near the reservoir compartment. It was reported drive support cap appeared normal. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.